Manufacturer narrative:
Should additional information become avaialble a supplemental record will be filed.

Event description:
The consumer states the plastic spokes on the left front caster on his chair crumpled when he tried to turn it today.